Event description:
Information was received from a healthcare provider regarding a patient who was implanted with a neurostimulator for parkinson's dual. The caller reported that they don't allow the patient's implantable neurostimulator (ins) battery to drop below 25% because they start to experience bad tremors.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.